Manufacturer narrative:
The IV set was not returned to the MFR for eval. Co is unable to determine the exact cause for the noted complaint without the actual set used in the incident. However, a review of the lot numbers shipped to this hosp and the dates shipped, indicates that only one lot number was shipped prior to the event date reported. Info from the user facility indicates the problem was experienced with loading and unloading of the set. This may have been due to the single cavity tool used to mold the cover and base components of the accuslide on the set. When these parts are welded together a dimensional tolerance stackup may occur that would make it difficult to remove the set from the pump. The tools used to mold the cover and base of the accuslide has been changed to an 8 cavity tool which should result in easier loading and unloading of the accuslide from the instrument. This report was filled out by the MFR.